Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. Corrected fields: d5, d8, e2, e3, e4 and h6 (type of investigation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely. It was determined that recurrence may be prevented by conforming below section. Evis exera iii xenon light sourceolympus clv-190, chapter 6 lamp replacement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the light source heatsink assembly was not with the unit upon delivery. There were no reports of patient harm.